Event description:
The pen needle was broken inside the stomach of the pt. (Artsana code (B)(4)) we have received the defective sample from (B)(4) and we have performed on that the following test/ investigation. Resistance test (20 times at a frequency of 0,5 hz). The investigation reported that the needle fracture was ductile and was due to applied overload force. All artsana pen needle are conformed to the iso 9626 "stainless steel needle tubing for MFR of medical devices" with normal single use bending / breaking should not occur. No further action. No other related complaints were raised against this lot. Artsana has decided to fill in the 3500a even if we have not received any notification from the legal MFR (B)(4). For this reason we have not enough info for filling in all the boxes. From the legal manufacture, we only have received a short description of the adverse event.